Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl; cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. The customer reverted to manual injections for insulin therapy.